Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. A review of the batch record revealed the lot met acceptance criteria for release. The visual inspection identified the reported condition as a dark particulate matter on the manual add port. Magnified inspection of the particulate identified the location as the particulate was encased between the perforable plug and the port body. The particulate matter was not loose, removable or exposed to the fluid pathway. Based on evaluation findings, the condition was determined to be cosmetic defect and no contamination or non-conformance was confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have black particulate on the inner part of the injection port. The particulate was discovered while the bag was being filled. No patient involvement or adverse events occurred. No additional information is available